Manufacturer narrative:
It was reported to arjo by a customer representative that a patient fell from a minuet 2 bed through the space between the egress assist rail and the headboard. No injury occurred neither medical intervention was required. During a device inspection, an arjo technician found that the bed was equipped with an optional, egress assist rail (cm-acc23-1) that was assembled by the staff incorrectly (not in the exact position). Arjo technician corrected the accessory according to recommendation included in the instruction for use. In the analysed event, no full length of the side rail was installed what most likely contributed to the event. Sum up, the arjo device was used for the patient treatment at time of event. The egress assist rail was incorrectly assembled therefore the device was not met to its performance specification. The complaint was assessed as reportable due to allegation of patient fall, which may lead to serious health consequences.

Event description:
It was reported to arjo by a customer representative that a patient fell from a minuet 2 bed through the space between the egress assist rail and the headboard. No injury occurred neither medical intervention was required.